Event description:
It was reported that the plastic distal end cover and tip of the bronchofiberscope were burnt/melted. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the customer reported event was not confirmed. However, a potential adverse event of a part of the bending section cover was missing was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria." Based on the results of the investigation, the event likely occurred during device handling by the user. Physical stress may have been applied to bending section, which led to occurrence of the suggested event. The user may detect the event by handling the device according to the following instructions for use (IFU). - inspection of the endoscope the user may reduce/prevent occurrence of the event by handling the device according to the following IFU. - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.